Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while using the surgical scope there was a scope communication error e216. The issue was found during preparation for a diagnostic procedure which was completed using a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: ·according to evaluation result (device inspection results), electrical contacts of video connector was cracked. Therefore, connection between video connector and video system center may have been unstable, which led to occurrence of the suggested event. ·according to the instructions for use (IFU) of the device, error message e216 possibly occurred when foreign material temporarily adhered to electrical contacts of the video connector. The IFU (operation manual) states about handling of video connector as below. Important information ¿ please read before use - precaution for disappeared or frozen endoscopic image: caution do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired, and faulty contact can result. The IFU of the related device states about error message e216 as below: possible cause: foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint, are on the electrical contacts. Solution: wipe the electrical contacts on the endoscope connector using clean lintfree cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. If the error message appears again, contact olympus. It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.